Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant downstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. The unit was unable to be tested due to constant downstream occlusion alarms upon start up. Further investigation found the current readings from the downstream sensor with a fluid filled set were above specification. The unit was reworked per baxter's service procedure.

Event description:
It was reported a spectrum pump had constant downstream occlusion alarms. Furthermore, it was reported this condition occurred during testing, and there was no patient involvement.